Event description:
A (B)(6) obese patient with high grade endometrial cancer underwent a robotic-assisted total laparoscopic hysterectomy, bso, bilateral pelvic lymphadenectomy using the davinci si surgical system. The robotic hot shears (monopolar scissors) were used in the right instrument port and bipolar forceps in the left instrument port. During mobilization and removal of the right obturator lymph nodes, arcing of energy through the protective sheath of the shaft of the hot shears was noted, causing direct thermal damage to the distal right external iliac vein. A laparotomy was performed and a vascular surgeon ligated the right external iliac vein secondary to the extent of damage caused, limited exposure and the location of injury. Postoperatively, the patient developed a right lower extremity deep venous thrombosis and was placed on anticoagulation. Dates of use: <10 uses, last 3/22.